Manufacturer narrative:
The insulin pump had motor error alarms during rewind due to detached end cap causing the home switch to misalign with the motor slide pad. Analysis was unable to verify motor position encoder error alarm in history due to motor error alarms during rewind. The insulin pump had cracked battery tube threads, reservoir tube, case window display corner and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that they received a motor position encoder error alarm. The customer also reported that the insulin pump had physical damage. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.